Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to a infection the patient had developed. All components of the existing ipp were explanted and the physician washed out the infected area. A new tactra malleable penile prosthesis was implanted. No additional patient complications were reported.